Event description:
As reported: "during the operation, the temporary fixed k wire interfered with the drill tip. The doctor forcibly drilled and the drill tip was broken."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection shows clear signs of usage on both- periphery of the device and cutting edge. The characteristics of the broken surface clearly indicate that excessive mechanical force had been applied during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of excessive mechanical force. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "during the operation, the temporary fixed k wire interfered with the drill tip. The doctor forcibly drilled and the drill tip was broken."